Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that improperly seated cubie pockets in drawer 6.1 (rows a and b). The field service engineer (fse) arrived on site, staff were unable to clearly describe the problem, so a full visual and functional inspection was performed using hta. This inspection confirmed errors caused by the improper seated pockets, which generated false memory error flags. Additional testing with windows cli tools identified corrupted system files, which were repaired. After these corrections, the system operated as intended. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis station shut down and rebooted on its own during an active cath lab case. The customer reported that this occurred twice during the same case earlier that morning, interrupting device availability. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.